Manufacturer narrative:
The autopulse platform was returned to zoll for investigation on 08/09/2016. Visual inspection of the returned platform was performed; top cover and bottom cover were damaged. The battery lock was bent. The autopulse platform is a reusable device and was manufactured on 07/26/2007. Therefore, this type of physical damages found during visual inspection is characteristic of normal wear and tear for the life of the device and not related to the reported complaint. A review of the archive was performed and multiple user advisory (ua) 45(shaft not at "home" position) were noted. The functional testing was not performed as platform displayed ua 07(discrepancy between load 1 and load 2 too large) upon powering on. In summary the customer's reported complaint is confirmed. The shaft was rotated to home position to remedy ua 45. The root cause for observed ua 07 is related to defective load cell. The defective load cell was replaced. The functional test was performed, and did not duplicate any of the user advisory or fault.

Event description:
It was reported that autopulse platform displayed the user advisory(ua) 45(not at home position after power-on/restart) message that the customer could not clear out. The issue was noted during shift check, no patient involvement was reported.